Event description:
Literature case: "constrained liner in posterior stabilized total knee replacement". Authors: wang xiaohua, et al. In this study there were 554 patients bearing genesis ii ps prosthesis. It was reported that after total knee arthroplasty, a patient presented varus deformity that was in the range of 15° to 20°, which was revised and treated using a constrained liner.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data provided is from a chinese article, ¿constrained liner in posterior stabilized total knee replacement". Authors: wang xiaohua, et al.¿ related documents under master complaint case (B)(4). The provided translation was presented in excel spreadsheet in english. Per subsequent e-mail it was noted, ¿no additional information is available.¿ without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.